Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the patient received alarms but was unsure of the alarms due to the pump not being available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue could have an impact on insulin delivery.